Manufacturer narrative:
Added: b5, d3. Peripheral arterial ischemia/pdi: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information received: the ischemia began while the 13fr repositioning sheath was in place after about 60 hours of being on support. I was unsure how to code the complaint is the 13fr repo sheath was the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 48-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). The impella was inserted for ventricular support post-percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the impella leg lost pulses. The physician removed the pump at bedside, which resolved the issue. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 1.9l/min as intended. Limb ischemia is an adverse event associated with the use of impella support and can also be influenced by the patient's vasopressor support and underlying cardiogenic shock.